Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2024 by the journal of shoulder and elbow surgery, titled ¿on the concerning early failure of a short stem press-fit humeral component ". The study reviewed one hundred sixteen (116) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) to address primary glenohumeral osteoarthritis. It was reported that fifteen (15) patients experienced radiographic (aseptic) humeral loosening and clinical symptoms of pain leading to revision. Source: la banca v, hall dj, mowers cc, et al. On the concerning early failure of a short stem press-fit humeral component. Journal of shoulder and elbow surgery. 2024.